Event description:
It was reported while using bd connecta plus3 white part of the device separated. There was no report of patient impact. The following information was provided by the initial reporter: the rotating part was separated after use. The rotating part was separated after contacted to IV set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd connecta plus3 white part of the device separated. There was no report of patient impact. The following information was provided by the initial reporter: the rotating part was separated after use. The rotating part was separated after contacted to IV set.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 04-apr-2022. H6: investigation summary/ our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of separation other component -leak was not confirmed upon inspection and testing of the sample. No abnormal conditions or damages were observed on the sample. The sample also underwent functional testing, with an emphasis on the luer lock connection, and no signs of poor connection were observed. A manufacturing root cause was not determined since the reported failure was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.